Event description:
It has been reported that the pt received a zimmer mmc cup 54mm/46mm code l, right side on (B)(6) 2010 and is currently being monitored due to pain and osteoarthritis.

Manufacturer narrative:
The device has not been returned to the manufacturer since the pt has not been revised to date. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).